Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the atrial leadless pacemaker (lp) exhibited separation failure. The lp was not used and a new lp was implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.